Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. A revision was performed and the ICD, along with the right ventricular (rv) lead were explanted. The patient was treated with intravenous antibiotics. This rv lead has not been received for investigation. No additional adverse patient effects were reported.